Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue, therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported by the parents that the pediatric patient experienced no readings which occurred 7 days after the sensor had been inserted in the abdomen. It was not documented whether the patient was aware of the sensor error nor whether the patient was monitoring the bg by fingerstick during the 3 hours without readings. Of note, the patient uses a tandem pump. The patient experienced vomiting and the parent called 911. The blood glucose reading by emergency medical service was 281 mg/dl and the patient was treated with insulin. The patient was transported to the emergency department and lost consciousness. He was admitted to ICU and the bg was 861 mg/dl. The patient was treated with novolog insulin and was recovering in ICU at the time of the call. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.